Event description:
Customer obtained troponin (accu tni) results above the ami cut off for 19 patients' samples. Upon repeat analysis on a different instrument lower results were obtained. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were plasma collected in pst tubes and centrifuged at 3,000 rpm for 7 minutes. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which met specifications. No hardware issues were noted. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.